Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. It was reported, post procedure, the internal bolster detached on the endovive securi-t replacement. The tube fell out of the patient. The detached portion was retrieved, and a new endovive securi-t replacement bolster was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2021 as no event date was reported. Block e1: this event was reported by the distributor. The health care facility is: (B)(4). Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. Block h10: an endovive securi-t percutaneous replacement bolster was returned. Visual analysis of the device revealed the tube was without internal bolster and was not returned. Media inspection showed the internal bolster detached and microscope inspection revealed that the internal bolster was once attached. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be related to the technique or manipulation applied when the nutritional management was performed. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed on the endovive securi-t percutaneous replacement bolster instructions for use (IFU). There was no evidence that the device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. This event was reported by the distributor. The health care facility is: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. It was reported, post procedure, the internal bolster detached on the endovive securi-t replacement. The tube fell out of the patient. The detached portion was retrieved, and a new endovive securi-t replacement bolster was placed. There were no patient complications reported as a result of this event.